Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a total gastrectomy surgery, when severing esophagus and jejunum tissue, after fired, noted half circle staples malformed. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.